Event description:
The manufacturer received information alleging that a bipap a30 device shut off during use. There was no patient harm or serious injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.